Event description:
Healthcare professional reported a "fracture in the tubing" of the lap-band system. The pt reported experiencing "no restriction, abdominal pain, vomiting, and seroma in cavity" related to the lap-band system. The lap-band system was explanted and not replaced. The pt was prescribed "norco" to treat the abdominal pain.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report was returned, however the device analysis results are pending at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii visual examination may confirm or determine another connector type associated with this report. Pain and vomiting are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional info has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of vomiting as follows "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." Device labeling addresses the reported event of pain as follows: "there... Ed to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, chest pain, incision pain, and... Port site pain." Device labeling addresses the reported event of seroma as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 2% of study pts included: seroma (n=2)."